Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. However when esc button is pressed reservoir, time, and battery icon go missing, problem isolated to lcd board. The insulin pump also received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The insulin pump received with minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 256 mg/dl. The customer went lows and says it was working fine. Customer changed the reservoir and battery yesterday. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer treated the low blood glucose with food and small tub of liquid. The customer was offered to troubleshoot for low blood glucose but declined. The customer's blood glucose was going high because he has not any insulin since noon. The customer was offer to troubleshoot for high blood glucose but declined because he knows why he is high.